Event description:
Pt calling to report that when she connects cassette tubing to extension tubing and start to prime it leaks. Pt tried to reconnect cassette and tubing and it happened again. She taped connection and it stopped leaking. This has happened two other times in the past. Advised since we don't know if it is cassette or tubing to replace both. Requested the keep lot and expiration info of both cassettes and tubing and report if it happens again. Only able to provide lot info for tubing this time (57x361). No other info provided. Dose or amount: 69 ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2017 to ongoing. Diagnosis or reason for use: pah. The device error occurred while in use, it did not cause any harm to pt. It is available for return, and we're currently working on getting new tubing and cassettes out.